Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-43812.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 34 mg/dl. The customer had a diabetic seizure overnight and emergency medical technicians were called. The customer stated she may have taken too much insulin and turned off the threshold suspend feature of her insulin pump that evening. The customer had reportedly been experiencing issues with threshold suspend options going off at night, when her sensor glucose showing that her glucose level was low and upon checking her blood glucose, it was not low. The customer stated she moved the sensor site to her lower back and arm, but the sensor would get bumped and loosen. It was explained to the customer that the sensor was only approved for the abdomen area. Troubleshooting was declined. Nothing further was reported.